Manufacturer narrative:
The service performed a pressure test with pressure switch, without finding any malfunction. The thrust of the pump has been then recalibrated, as a precaution (value: 2.1 bar)device evaluated, repaired and returned to the distributor/user. No patient involvment.

Event description:
The customer reported "psi to be verified."